Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) displayed noise on the shocking egrams during pocket manipulation and oversensing is noted on the markers. Lead measurements were normal. An invasive procedure was performed and revealed a fracture of the endotak transvenous defibrillation lead, model 0125 sn 205461.